Manufacturer narrative:
(B)(4). Internal and external inspection was performed and passed. The device passed electrical testing but failed rite functional testing. The volumetric accuracy test was performed and the device failed. An inspection performed on the piston foams revealed the foam was deteriorated. The cause of the failed volumetric accuracy test was determined to be deteriorated piston foam. A review of service history previous device servicing did not cause or contribute to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Since the device failed during evaluation, there was no patient involvement. No additional information is available.